Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported device was used in explant surgery on (B)(6) 2017. On (B)(6) 2017, the reported lp-2005 l-p shunt pack was applied to the patient¿ with hydrocephalus who had suffered from sah. Because the brain ventricle did not become smaller, contrast radiography was taken. It was found that peritoneal catheter had been located outside the arachnoid. On (B)(6) the surgeon tried to change the pressure but could not change it from 160mmh20. With the use of neodymium magnet, the pressure was lowered to 140mmh20. On (B)(6), the patient underwent the explant by vp shunt system. The patient is a (B)(6) female. The patient¿s condition is currently under monitoring. There is no further information provided by the hospital.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the valve ¿as received¿. The valve was visually inspected; some debris was noted inside the valve as well as needle holes over the needle guard. The position of the cam when valve was received was 150 mmh2o. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle hole over the needle guard. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3111 with lot cnfbdn, conformed to the specifications when released to stock on the 14th may 2012. No root cause could be determined, as the valve functions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.